Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the luer lock of the eds3 system was cracked, which lead to csf leakage and an infection.